Event description:
It was reported impedances greater than 4000 ohms were read on some of the bipolar pairs and the impedances were greater than 4000 ohms on all or some of the unipolar pairs. It was stated that electrode 3 was giving the reporter trouble during intra-operative testing. Reportedly, the operating room lights were turned away. The first impedance reading at 2.0 volts only had two greater than 4000 ohms but then they tested again and got four readings over 4000 ohms. It was stated they took the lead out, wiped it down, reinserted it, and checked the set-screw by gently tugging on the lead. It was noted they tested the lead with the external neurostimulator and got a response on all four connections. The reporter believed the issue could be the implantable neurostimulator (ins). It was stated they attempted to test for a motor response with the ins but didn¿t get a response initially. Reportedly, the patient was closed up in the end and the manufacturer representative was going to test post operatively. It was stated after they removed the lead from the ins and tested they did get a motor response from electrode 3.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 3625, serial# unknown, product type: screening device. (B)(4).